Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a peel-away sheath body damaged was able to be confirmed by the photo. The image shows a peel-away sheath still advanced over the dilator with a damaged portion of the tip. A complete visual inspection could not be performed as no sample was returned for analysis. The manufacturing facility was contacted regarding this complaint investigation. They indicated that the appearance of the damage based on the provided photo is consistent with undue force being applied to the peel-away sheath during insertion or removal. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The customer report of a damaged peel-away sheath body was confirmed by visual inspection of the customer supplied photo. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the customer photo, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: dilator/sheath put over the guidewire to introduce into the patient. The sheath buckled. Additional information: the insertion site was the right basilic. Skin was reported as tough. The dilator was removed in its entirety after it buckled. Another sheath was used to finish the procedure successfully. There was no reported patient harm or consequence. The patient was reported as fine post the procedure.

Event description:
It was reported that: dilator/sheath put over the guidewire to introduce into the patient. The sheath buckled. Additional information: the insertion site was the right basilic. Skin was reported as tough. The dilator was removed in its entirety after it buckled. Another sheath was used to finish the procedure successfully. There was no reported patient harm or consequence. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).